Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 1. The technical service representative (tsr) assisted the home patient's caregiver (cg) to recycle power and the alarm cleared. The tsr explained the alarm. The cg will start over with new supplies. Product surveillance contacted the cg on (B)(6) 2011. The cg stated that they could not find anything wrong with the supplies, however, after starting over with new supplies no further issues were found. There was no patient injury or medical intervention associated with this event. No further information is available.